Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: reason for reoperation.

Event description:
Patient representative reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, g1.

Event description:
Patient representative reported left side rupture. The device has been explanted and replaced with a non-allergan device.